Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl. Reportedly, the control software's target bg is lower than what the customer needs. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device was received. No evaluation was performed/required as the customer did not allege a device deficiency.